Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient reported to ms&s that she has an aspira pleural drain and is having difficulty getting it to drain. Patient tried two different bags and nothing drained. She stated that while at the hospital two days ago the healthcare professional (hcp) was able to drain 300 ml.